Manufacturer narrative:
H3: due to an unknown lot/serial number and no device return, an investigation could not be performed. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on august 16, 2024, the physician informed the gore representative that its been noticed when performing a branched endovascular repair (bevar), sometimes the gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) drops from the top of the catheter. It is commonly seen when the vbx device is used with a really angled steerable sheath.

Manufacturer narrative:
H3, code b17, b22, c20, d15: the primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following was reported to gore: on august 16, 2024, the physician informed the gore representative that its been noticed when performing a branched endovascular repair (bevar), sometimes the gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) dislodged from the distal end of the catheter while being inserted through an really angled steerable introducer sheath (unknown manufacturer). The physician provided feedback that additional requested information cannot be provided as the case cannot be recalled.